Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that at power on the heartstart mrx froze at the philips splash screen and flickers.